Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient was recently seen at the clinic and they weren't able to communicate with the patient's system. The patient was scheduled to be seen on (B)(6) 2018, and they planned to address the over discharge then. The caller stated the patient has had compliance issues with charging and may have had 2 events in the past but this was not clear. No record of over discharge events were found. It was unknown when the last successful recharge was.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that at the previously reported appointment at the clinic, they were unable to interrogate the ins with the tablet or the 8840. Caller indicated that the healthcare provider was seeing warning messages on both devices indicating "battery depleted, please recharge", but the patient hadn't seen anything on the ins recharger. After this appointment, the patient went home and recharged normally to 100 percent and they were able to interrogate with the ins at the patient's appointment on (B)(6) 2018 just fine. Caller asked if the ins could be in overdischarge and it was reviewed back to the rep signs of overdischarge and that it appears ins charge was just too low to start a clinician programmer session and this would be normal behavior. No symptoms reported. Troubleshooting resolved the issue.